Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patients ipg was unable to communicate with the external devices following an unrelated surgery. Further intervention is pending at this time.

Manufacturer narrative:
It was reported the patients ipg was unable to communicate with the external devices following an unrelated surgery. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.